Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old female presenting for cardiac support with an impella cp as a result of cardiomyopathy. During support, patient exhibited hematuria, therefore, device was removed. It's not clear if any tests for plasma free hemoglobin were measured in order to confirm hemolysis. As treatment, packed red blood cells (blood products) were administered to the patient over the course of several days.